Event description:
It was reported that the patient underwent a reimplant procedure wherein the existing paddle lead was replaced during the procedure due to patient having an infection after the previous surgery. The patient was doing well postoperatively. The explanted paddle lead was discarded.